Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 after a 911 call for a blood glucose level of 30 mg/dl. On (B)(6) 2014, the customer had a low blood glucose level of 39 mg/dl as well. The customer's blood glucose level at the time of the report was 206 mg/dl. On (B)(6) 2014, the customer's insulin pump was exposed to moisture damage and the customer received a button error alarm from the insulin pump. The insulin pump was replaced. The customer was given instructions to help him program his new insulin pump. The product is not being returned. Nothing further was reported.